Event description:
(B)(4) it was reported by the consumer that the 68100-ta rollator had the rear brakes cable frayed and the tension was loose, resulting in the brakes not locking. There was no patient injury reported.